Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). This is one of 5 reports of bacterial peritonitis from the same facility. On an unreported date, a break in aseptic technique occurred. The patient was hospitalized due to cloudy peritoneal effluent without clinical signs of peritonitis (date not reported). On (B)(6) 2010, the patient experienced bacterial peritonitis. On an unreported date, the patient began treatment with cefuroxime (dose not reported, frequency 4x1, ip) and ciprofloxacine (dose not reported, frequency 4x1, ip) for bacterial peritonitis. The root cause of the bacterial peritonitis was a break in aseptic technique. It was not reported if the patient was discharged from the hospital or if remedial therapy was completed. On an unreported date, the patient recovered from the event of bacterial peritonitis. It was not reported if the patient received re-training regarding aseptic technique, therefore the outcome for the event of break in aseptic technique was not reported. Action taken with dianeal pd1 therapy was not reported. The physician assessed the severity of the event of bacterial peritonitis as severe. The physician believed that the event of bacterial peritonitis was not related to dianeal pd1 therapy. An opinion of causality was not reported for the event of break in aseptic technique.